Manufacturer narrative:
The device was returned for investigation and was tested using our standard operating procedures. We were unable to confirm the customer complaint of an "over temperature" alarm after extensive testing and stress testing at elevated temperatures for 48 hours; the unit performed according to our specifications upon receipt. A review of the manufacturing records indicated nothing notable. Although it was reported that the disposable sets could not be returned for investigation, the hospital provided lot numbers for both the 3-spike and 3.0 liter reservoir used in the procedure. An inspection of retention samples from the associated lots revealed no anomalies or defects. The manufacturing records of the associated lots were also reviewed and nothing notable was observed. The report provided by the user indicated that the following types of infusates were administered during the procedure: packed red blood cells, fresh frozen plasma, and crystalloid. The user facility has been contacted for additional information, as certain crystalloids such as lactated ringer's are contraindicated and may lead to clot formation inside the heat exchanger, which can block blood flow and result in an "over temperature" alarm. This alarm will cause the system to shut down, as it is designed to do. When the rapid infuser recognizes a situation that could compromise safe and effective infusion, the system stops pumping and heating, closes off the line to the patient, sounds an audible alarm, and displays an alarm message with instructions for corrective measure. It was reported that there was no injury to the patient. The user facility has been contacted to determine the type of crystalloid used. Should additional information become available, a follow-up report will be submitted accordingly.

Event description:
On (B)(6) 2018, the user facility reported that approximately a few hours into a case, the rapid infuser exhibited a system error 102: over temperature alarm. Upon requesting additional information, it was reported that the event occurred during a liver transplant. The follow-up report from the user/chief of perfusion stated the following: "while running the belmont for >750cc/min for >1hr, the console alarmed, stopped transfusing, and indicated that the system had overheated (error 102)."